Manufacturer narrative:
Exact date unknown, event occurred in may 2021. Explant date: (B)(6) 2021.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. The explanted ipg was discarded by the medical facility. No further information has been obtained despite good faith efforts.